Event description:
Despite accurate and complete deployment of the excluder trunk-ipsilateral component, anatomical constraints and limited availability of catheter accessories resulted in the inability to successfully cannulate the contralateral leg hole. The physician converted the procedure to an aorto-uni-iliac procedure with a femoral to femoral crossover.